Event description:
It was reported that there was a suspected infection. The patient underwent a procedure to wash out the wound. During the washout, the surgeon accidentally pulled out the leads and couldn't get them back in. The surgeon decided to do a full explant, and the patient was to be referred to a neurosurgeon for a new implant. It was noted that a culture was done on clear serous fluid, there were no results on the culture. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient's system was explanted due to infection. As of the date of this report there was no plan to re-implant. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead: model 3778, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; lead: model 3778, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).